Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected field: d5 - operator of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the unspecified foreign material adhered to the nozzle, to the glue around objective lens, to the glue around light guide lens and to the plastic distal end cover could not be determined since it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual, and no physical damage was confirmed at the place where the foreign material remained. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in cf-q150l/I operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects on plastic distal end cover, nozzle, and adhesive around light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.